Event description:
It was reported that during a generator change for eri, the physician could not engage set screws to release the leads with multiple wrenches. After applying mineral oil through the set screw holes and working down into lead pins, and with significant force, the leads were pulled from the device header intact and functional. The patient was stable before during and after the procedure.

Manufacturer narrative:
The reported event of great difficulty removing the leads from the header was confirmed. Analysis revealed the device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. The original sbp header required extra force to insert and remove leads from the connector ports.